Manufacturer narrative:
Received one device for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection confirmed customer concern. Upon further investigation the upstream occlusion (uso) sensor seal was found to be delaminated. The uso seal was replaced. Validated repair through uso sensor test, performed performance verification tests, unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
During the device evaluation a delaminated upstream occlusion seal was noted. There was no patient involvement.